Manufacturer narrative:
The pt's medical records were received and a clinical investigation was completed. The clinical investigation concluded that based on 33 pages of medical records info it appears that this pt was admitted into the hospital with sepsis. Medical records reveal that peritonitis was ruled out and the pt's cause of infection was facility acquired pneumonia. Pt was treated with antibiotics and improved. In addition, the pt was severely anemic and required a blood transfusion. According to the pdrn, the pt was admitted to the hospital on (B)(6) 2015. However the medical records show the date of admission was (B)(6) 2015. The pdrn stated pt diagnoses has not been reported to her, but she spoke to the pt on the day she was admitted to the hospital and the pt stated she was experiencing abdominal pain. The pdrn stated the pt continued and completed her treatment on the cycler while at the hospital. The medical records did not contain progress notes, medication or treatment records or physician orders for review. There was no documentation in the medical record that indicated a causal relationship between the pt's pd fluid and the pt's s pneumonia. Original complaint of abdominal pain was never determined and as mentioned before, peritonitis was ruled out. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt requested a replacement liberty cycler due not feeling well and being admitted to the hospital on (B)(6) 2015. During the hospitalization the pt was diagnosed with pneumonia. The pt was discharged from the hospital on (B)(6) 2015. The pt alleged the cycler made her sick because the fluid was warmer than usual and the cycler did not alarm. The following is from the pt's medical records: the pt presented to the hospital with abdominal pain. The pt stated that whenever she uses the pd catheter, she has significant pain. In the emergency room, the pt denied pain. The pt did not exhibit fever, chills, leg swelling, pt denied pain. The pt did not exhibit fever, chills, leg swelling, and shortness of breath or chest pain. The pt described pain as around 7-8 out of 10 in intensity and the pt denied any signs and symptoms of bleeding. Pt's vital signs were as follows: temperature 36.9, pulse 80, respiratory rate 16, and blood pressure 183/97. Pd site had not erythema or signs of infection. Pt was admitted on (B)(6) 2015. The pt was diagnosed with sepsis; healthcare associated pneumonia, present on admission; abdominal pain of unclear etiology- peritonitis was ruled out; and severe chronic anemia requiring blood transfusion. CT of the chest confirmed pt pneumonia. The pt was placed on antibiotics and her symptoms improved. The pt was discharged on (B)(6) 2015.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. An external visual inspection showed no signs of any physical damage. A simulated treatment was completed without any alarms or problems. A valve actuation test, system air leak test, heater test, temperature test, and heater calibration check passed. An internal visual inspection found no discrepancies. Further evaluation found no device malfunctions that would have caused the reported pneumonia event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.